Event description:
It was reported that while using bd phoenix¿ nmic/ID-307, a patient isolate was misidentified as serratia plymuthica. Confirmatory testing identified the isolate as serratia marcescens. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of serratia marcescens as serratia plymuthica and escherichia coli as citrobacter farmeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 2308989. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show patient results as s. Marcescens as s. Plymuthica and e. Coli as c. Farmeri. To investigate, one retention panel each from complaint batch 2308989 was tested using qc isolate e. Coli 18180, e. Coli a25922 and e. Coli a35218 on a phoenix m50 machine and evaluated for identification results. All three panels identified as e. Coli. In addition, three control panels each from the same material but different batch were inoculated with in house isolate s. Marcescens enf19450 and s. Marcescens enf9978 and placed in a phoenix m50 for identification results. These six control panels identified the isolate as s. Marcescens. As a result of the investigation, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed six additional complaints on complaint batch 2308989, four of which are related to this defect and unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using bd phoenix¿ nmic/ID-307, a patient isolate was misidentified as serratia plymuthica. Confirmatory testing identified the isolate as serratia marcescens. There was no report of patient impact.